Manufacturer narrative:
The device passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement and active current measurement. The device did not pass self test due to pump error 63. Pump error 63 confirmed in pump history with variable due broken keypad assembly. Pump did not have any unexpected pump error 13, pump error 19 and pump error 81 alarms noted.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error. Customer blood glucose level was unknown. Customer also stated that the pump error hardware low level failures occurred during self-test. The customer was advised the insulin pump has to be replaced and revert to backup plan per healthcare provider's instruction. The device will be returned for analysis.